Manufacturer narrative:
Occupation: administrator/supervisor.

Event description:
Information was received indicating that air was penetrating into the tubing of a smiths medical cadd administration set after flushing. There was no reported adverse event.

Event description:
Additional information provided that the malfunction caused under administration of the treatment because the treatment was each time interrupted to change the tubing.

Manufacturer narrative:
Additional information: b5 and h6 ( problem device code).